Event description:
Pfs and medical records received. This complaint is legal. The patient was revised for pain, inflammation, and large seroma. During the revision operation a large defect in her gluteus medius over the anterior half was noticed and some proximal femoral bone was missing. There was no mention of osteolysis. The femoral head (competitor) and liner were revised.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.